Event description:
It was reported by the affiliate that during a laparoscopic cholecystectomy procedure, the shield reset button did not work. It blocked as a consequence, the blade kept getting out of the protection shield. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
H4,6: info anticipated, but unavailable at this time.